Event description:
It was reported that a large volume intermate stopped half way through the infusion and ¿ceased to work.¿ the device had been filled with 90 mg of pamidronate in 250 ml of sodium chloride. The patient was at home when they realized that the infusion had stopped. They returned to the clinic and received a different device of 45 mg of pamidronate. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from november 18, 2013 to november 19, 2013. Evaluation summary: the device was received for evaluation with approximately 120 ml of fluid within its reservoir. A visual inspection was performed and showed no defects. The slide clamp was removed from the tubing and flow was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.